Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2019]. The air/water channel: unspecified microbes (15cfu/100ml). [Second time: (B)(6) 2019]. The instrument channel: unspecified microbes (3cfu/100ml). The air/water channel: unspecified microbes (119cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, adaptascope (wassenburg), using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, and the air/water channel of the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the water flushed into the inner channels of the subject device tested positive for unspecified microbes. After high level disinfection for the subject device, an additional microbiological testing of the subject device was undergone. As a result of the additional testing, the water flushed into the inner channels of the subject device tested positive for unspecified microbes again. The user facility did not provide other detailed information such as the number and the type of microbes. There was no report of infection associated with this report.